Manufacturer narrative:
(B)(4). Meter dcgu113-n4631 was returned. Unable to confirm error-3 issue as a new issue was observed. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button. Meter did not power on with insertion of strips. A port issue was observed. Further investigation was conducted. The meter was de-cased and a raised pin was observed. This serves as a correction report. It was identified on 04 august 2017 that the investigation results pertaining to the initial report was submitted to the agency under MDR 2954323-2016-05383 follow-up #1.

Event description:
A customer reported that he received an error-3 message on his adc blood glucose meter, and as a result was unable to test his blood sugar. The customer reported that on (B)(6) 2016 he was not feeling well, and did not eat much. He further reported ''having problems reading'', and that he ''blacked out'', experiencing a loss of consciousness. The customer's wife called an ambulance. When paramedics arrived, they attempted to perform a test with the customer's adc meter and obtained an error 3 message. Paramedics tested the customer using their meter and received a reading of 33 mg/dl at 1-2 am. The customer reported he was given a ''sugar shot through IV'' by paramedics, and that his blood sugar level increased to 165 mg/dl. The customer was advised to eat a peanut butter and jelly sandwich, which he did. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that he received an error-3 message on his adc blood glucose meter, and as a result was unable to test his blood sugar. The customer reported that on (B)(6) 2016, he was not feeling well, and did not eat much. He further reported "having problems reading", and that he "blacked out", experiencing a loss of consciousness. The customer's wife called an ambulance. When paramedics arrived, they reportedly attempted to perform a test with the customer's adc meter and obtained an error 3. Paramedics tested the customer using their meter and received a reading of 33 mg/dl at 1-2 am. The customer reported he was given a "sugar shot through IV" by paramedics, and his blood sugar level increased to 165 mg/dl. The customer was advised to eat a peanut butter and jelly sandwich, which he did. There was no report of death or permanent injury associated with this event.